Event description:
It was reported that prior to a procedure the device began smoking. This did not occur during a surgical procedure so there was no pt involvement. There were no user injuries reported and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Signs of third-party repairs were discovered during the quality investigation. The IFU supplied with the product notes to send the device into stryker for repairs. It was discovered that the device has a non-stryker asic motor controller that failed causing the device to smoke. Various components were replaced and the device was returned to the customer.